Manufacturer narrative:
The reported issue was not confirmed. Pump event history log showed pump unattended alerts for the 30 minutes following infusion complete. No other alerts were found in the pump event history log. During testing, the pump was programmed for two 24hr infusions which yielded flow rate accuracy of -2.28% and +0.40% respectively, which are both within specification. The test was completed on (B)(6) 2019.

Event description:
On (B)(6) 2019, a distributor of infutronix reported an under-infusion issue. The distributor received a message on (B)(6) 2019, stating that the pump with serial number (B)(4) was beeping and had a "pump unattended" error. The patient received 76ml out of a 100ml total infusion. 5fu was the medication being infused. Device operator was a nurse. A patient was involved but not harmed.